Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received indicating, the reported issue occurred on (B)(6) 2022, during pre-use inspection for a therapeutic transbronchial needle aspiration (tbna) procedure and the intended procedure was completed with a similar device. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the reported issue could not be duplicated, and the root cause of the reported issue could not be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, the screen was noted to be scratched. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center, indicating the high-definition lcd monitor did not have image. There was no harm or user injury reported due to the event.